Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test or self test due to unresponsive keypad. 0.0 cannot be seen when programing a basal due to unresponsive keypad. Device received with corroded battery tube and corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the arrow button did not respond right away and had to hit the sweet spot in order for it to work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.